Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. H3. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post-op to a whipple procedure, the patient was brought back to surgery due to bleeding. The surgeon noticed excessive bleeding at staple line and corrected issue using suture. No other information available at this time. Device was discarded. Dr. (B)(6), who assisted dr. (B)(6), explained that the pt came back to the operating room with excessive bleeding but when they re-examined the pt in the operating room, no active bleeding was visible. They inspected all 4 of the staple firings and one staple line had excessive clotting attached to it. They incised the small bowel, cleaned out the clots and over sewed the staple line with suture.